Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. There was no reported adverse impact to customer's blood glucose. As customer was not using pump for insulin therapy at the time of report, tandem technical support was unable to troubleshoot. Reportedly, pump was charged and insulin therapy was resumed.